Event description:
As a type 1 diabetic, I have been using a medtronic insulin pump for the past 4 years. My new insurance carrier beginning in 2015 required ordering my pump supplies (cartridges, syringes, insets) from medtronic. Prior to changing insurance companies, my supplies were provided by a third party vendor which I did not experience the following issue: air bubbles continuously develop in the primed cartridge resulting in not getting the prescribed insulin dosage. This has resulted in extreme high blood glucose levels over a long period of time. I was hospitalized in (B)(6) 2015, diagnosed with nerve damage in my stomach caused by high blood glucose levels. I have reported this problem to medtronic including to their local representative ((B)(6)). They only assist with purging air bubbles from reservoirs and I was told that "air bubbles in reservoir will not affect insulin dosage." This is an untrue statement. The air bubbles consistently develop in the reservoir (cartridge). Since the beginning of the year, I have tried several alternative methods to determine what the issue might be if not the reservoir; the pump was replaced twice, I used a different type of insets, the doctor prescribed another insulin (homolog & novolog), requested new shipment of reservoirs from medtronic, and I have reviewed step by step instructions for replacing the insulin cartridge as well as my methods being visually reviewed by (2) different medtronic representatives - I am filling reservoirs and priming pump as required. Yet, air bubbles continue to develop in the reservoir. Even after purging air bubbles and resuming pump usage, additional air bubbles develop with a few hours if not overnight. Inspecting the reservoirs more closely, when connected to the insets, they do not line up flush with the connector as they are designed to - this would support the fact that there is a defect in the product. Per the FDA's website, I see that medtronic had a recall on their reservoirs due to "air leakage" in the reservoir. Although the reservoirs used over the last year have not come from the lot number referenced in the recall, due to the on-going issues, it is clear medtronic continues to ship defective reservoirs. In my opinion and due to the issues I've encountered over the last year, as well as using the process of elimination, there is no doubt the medtronic reservoirs are leaking and therefore defective, allowing air to enter and affecting prescribed dosage of insulin. I have resorted back to use injections of insulin due to this on-going problem. The medtronic medical device is not working as advertised and marketed.